Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator battery failure. The customer reported that the unit was in use patient, but there was no patient harm reported

Manufacturer narrative:
Per the field service engineer (fse) , the battery needs to be replaced. The information was presented to the customer , but the customer declined repair on this unit. No service performed.